Manufacturer narrative:
(B)(4). The results and conclustion of the investigation have been ammended.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemicolectomy. According to the reporter: the case was a total laparoscopic right hemicolectomy. 5 reloads used prior and it worked perfectly and on the final firing they were closing the enterotomy and they closed the jaws of the reload and the blue lights on each side came on, the reload green light started flashing, and the jaws started articulating back and forth. Surgeon took it out and rep said it looked like a battery issue. Rep took battery out and replaced with a different battery. The instrument cycled and all green lights were good. Doctor put it back in the patient cavity and as soon as he closed the jaws on the tissue it started to do the same thing. Rep gave him a disposable to finish the case. Passed the idrive off to the rep who took it apart and put it back together. He put a demo reload on and it fired properly. Put second reload on but it did the same series of malfunctions as during the case. The jaws never locked on tissue. Delay not over 30 min. No tissue loss. No blood loss.

Manufacturer narrative:
(B)(4).